Event description:
The tech alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech found the side rail end tube and latch plate are bent. The tech replaced the side rail end tube and latch plate to resolve the issue.